Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that a trial patient experienced muscle spasm and pain at the mid thoracic region when stimulation was on. It was also noted that the physician aggravated something when the lead was placed but did not suspect it was device related. The patient was doing well after the lead was pulled.